Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (stain).

Manufacturer narrative:
We checked the returned unit and confirmed that the cfb image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the objective prism assy. In addition, we confirmed that the operation channel leaky and the lcb distal cover glass broken; however, these are not related to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.